Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during tibia finishing, the lower hole was broken when drilling the base plate fixation. Physician's findings: it is possible that the broken drill was left in view of the additional invasion. Japan (B)(4).